Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermitted elevated blood glucose (bg) levels of 443 mg/dl. Cause was unknown. Customer addressed their bg with a manual injection and also reported that they were ¿rage bolusing¿ to correct elevated bg and started to "feel funny". Reportedly, the paramedics were called to assist the customer, however; additional information was not provided by the customer.